Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device was passed out of the patient and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018 during a scheduled follow-up per protocol, it was confirmed through an x-ray scan that the wallflex biliary stent has migrated distally. Reportedly, patient seems to have passed the stent and a plastic stent was implanted to replace the migrated stent. There were no patient complications reported as a result of this event.